Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri). There was a concern that the battery depleted earlier than expected. It is reported that the charge time was greater than 25 seconds.